Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was programmed with test guardian link and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. The insulin pump passed leak test. The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alert. The customer¿s blood glucose level was 215 mg/dl at the time of incident. Customer states she was having problems the previous night and states the pump would not connect to transmitter. The next day she received a stuck button alert on her pump. Customer states they did not press a button down for 3 minutes or longer and no change in altitude. The customer was advised the pump will be replaced and to revert to their back up plan. The insulin pump will be returned for analysis.